Event description:
The customer reported that the "strip" and "summary" buttons on the heartstart xl were not working. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.